Event description:
The report received from the affiliate indicated that during an interventional procedure, the physician advanced two (2) cypher stents through the guiding catheter using a double-guidewire technique. The physician encountered some resistance/friction while advancing the devices. One (1) of the cypher select plus stents, a 2.5 x 13 mm stent, hooked/caught on something and one stent strut was bent upward. The stent was removed prior to entering the patient's coronary artery system. Another stent was used to complete the procedure successfully. The target lesion for the procedure was a bifurcation lesion of the left anterior descending (lad) and a marginal branch. No additional information is available. There was no reported patient injury.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.